Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. The device indicated one reset, as the device had one year of daily measurements, the reset occurred more than one year ago. The reset reason was an access error reset. The cause of the reset was not determined. The device was put through and passed testing that verified pacing, sensing and recording functions of the device commensurate with battery voltage.

Event description:
Boston scientific crm received information that this device was electively explanted. No allegations were made against this device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue. This device is part of the insignia microcrystal population described in the physician communication on (B)(4) 2005.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.